Event description:
The customer reported a power fail occurrence (24v, +12v, -12v, or power fail failure) at start up. No patient involvement reported.

Manufacturer narrative:
Replacement of the open fuses f3 and f4 corrected the no ac power state with this customer returned power supply with no other faults identified.